Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Complete information for section a1 patient identifier is sid (B)(6).

Event description:
The customer reported imprecise alinity I tsh and ft4 results for one 68-year-old male patient hospitalized in the cardiovascular department. The results did not match results from a sample taken one day before from the same patient. The patient used nifedipine and atorvastatin between blood draws. The following data was provided: sid (B)(6) drawn (B)(6) 2025 at 6:15 am: tsh initial result = 0.31 uiu/ml repeat results match from sample taken on (B)(6) 2025. Ft4 initial result = 20.21 pmol/l repeat results match from sample taken on (B)(6) 2025. Sample take from (B)(6) 2025 (afternoon): tsh initial result = 1.14 uiu/ml repeat results match from sample taken on (B)(6) 2025. Ft4 initial result = 14.47 pmol/l repeat results match from sample taken on (B)(6) 2025. Tsh reference range: 0.35-4.94 uiu/ml. Ft4 reference range: 9.01-19.05 pmol/l there was no reported impact to patient management.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Review of tracking and trending for the alinity I tsh assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 68499ud06. A review of the device history record did not identify any nonconformances or deviations associated with the complaint lot. The overall performance of the alinity I tsh reagents in the field was reviewed using data gathered from customers worldwide. The median population result for the complaint lot is within established limits, indicating that the lot is performing acceptably in the field. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency of the alinity I tsh reagent lot 68499ud06 was identified.

Event description:
The customer reported imprecise alinity I tsh and ft4 results for one 68 year-old male patient hospitalized in the cardiovascular department. The results did not match results from a sample taken one day before from the same patient. The patient used nifedipine and atorvastatin between blood draws. The following data was provided: sid (B)(6) drawn (B)(6) 2025 at 6:15 am: tsh initial result = 0.31 uiu/ml repeat results match from sample taken on (B)(6) 2025. Ft4 initial result = 20.21 pmol/l repeat results match from sample taken on (B)(6) 2025. Sample take from (B)(6) 2025(afternoon): tsh initial result = 1.14 uiu/ml repeat results match from sample taken on (B)(6) 2025 ft4 initial result = 14.47 pmol/l repeat results match from sample taken on (B)(6) 2025 tsh reference range: 0.35-4.94 uiu/ml ft4 reference range: 9.01-19.05 pmol/l there was no reported impact to patient management.